Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. It was reported that the patient saw their health care provider (hcp) and received an adjustment which helped a lot; the patient's hands and arm are rock solid. It was also stated that the circumstances that led to the reported issue included the patient not receiving "enough power to each one of the 3 settings".

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor. It was reported that on (B)(6) 2016 the patient started to have trouble writing because they "jerk real quick". The patient programmer was used to interrogate the implantable neurostimulator (ins) and it was confirmed that the device was on and ok. The patient plans to attempt to follow-up with their health care provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.